Event description:
Reporter alleged the customer obtained a blood glucose result of 488 mg/dl compared to the doctor's measurement of 200 mg/dl on the compact plus system when testing was performed back to back within the same time. Reporter stated the customer had been obtaining higher system readings and went to the doctor to test glucose. Reporter indicated the customer was treated with insulin, amount not known. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.